Event description:
Rn tried to flush tubing with extension unable to flush. Took extension off and tubing flushed without extension. Attempted to manually flush extension, but would not flush. Internal, blue part of filter collapsed upon itself.